Event description:
Event description cpi received information that this bipolar lead was explanted. During a routine replacement procedure of an implantable pulse generator (ipg) the physician elected to replace the lead due to 'insulation failure'.